Event description:
It was reported that spectrum pumps had issues with the administration of carmustine. Alarms for 'max air' (air limit exceeded) and upstream occlusion were experienced with rates programmed at 500 ml/hour or greater per the pharmacy order. This occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.